Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n326823, implanted: (B)(6) 2012, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient had charged all night but it did not work. The patient tried to turn the implantable neurostimulator (ins) on with the ¿stim on¿ button of the recharger. It was stated it did not work. The patient did not know what happened if they would press the green start charge button. It was unclear if the patient¿s recharger wasn¿t charging or if the ins wasn¿t charging. The patient did not remember what they were seeing on the recharger screen. Additional information has been requested, but was not available as of the date of this report.